Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-25317. It was reported the pt is experiencing ineffective coverage. Reprogramming attempts did not provide resolution. In turn, the pt will undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.